Manufacturer narrative:
(B)(4).

Event description:
It was reported on 06/09/2016 that the sales representative was attempting to interrogate a patient's vns device and was unable to do so. He attempted interrogation and after a few moments (not immediately but not an extended waiting period), he is given an error message stating there has been an "error establishing communication" and it asks him to reposition his programming wand. He states that he tried every combination of programming equipment as well as verifying both wands had new batteries. Follow-up the patients device was able to be successfully programmed using a known good device. Further troubleshooting was performed on the tablet and it was found that the usb serial cable was the issue and the communication worked after a new cable was used. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with disconnected wire connection.